Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for probe damage error message. No error message was generated during evaluation testing, and there was no damage to the probe. Instead the evaluation found the teflon pad partially worn off with metal exposed underneath the pad. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a diagnostic laparoscopic right ovarian cystectomy, the device posted a u504 probe damage error message. There was no reported patient injury or device fragment fallen into the patient. There was also no observed device damage. The procedure was completed with another similar device.